Event description:
It was reported that during a portal vein embolization treatment procedure, the coil was broken. Access was obtained via the right intercostal space. The target location was in the kidney. Utilizing intermittent flush and a 0.038" 5fr non bsc catheter, a 12mm x 40cm .035" interlock coil was successfully implanted. The 15mm x 25cm .035" interlock coil was then advanced. While approximately 75% deployed, the physician was attempting to position the coil and resistance was noted in the distal end of the catheter. In an attempt to remove the device, the coil detached. The pusher wire portion of the device was retracted and while removing the catheter, it was noted that a fragment of the device had detached and was located in the access tract. A portion was removed and a portion remains in the access tract. The procedure was ended at this point. There were no additional patient complications reported and the patient's status is stable.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).